Event description:
The consumer alleges that upon removing a cvs pharmacy-brand waterproof antibacterial heavy duty bandage, it pulled off a strip of macerated flesh, resulting in a large sore on her left mandible.